Event description:
It was reported that the pump battery could only be charged intermittently, described as being able to only charge to specific percentages at a time. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging supplies were sent to the customer in an attempt to resolve the issue, but no additional information was able to be obtained regarding the event. Customer continued using the pump for insulin therapy.